Event description:
The customer reported that the alarm has multiple damages to it, but did not specify exactly what was wrong with the alarm. The customer did not specify when they discovered the issue. There was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found that the battery door is missing. The battery springs are bent inside the battery compartment. Alarm case has damage to the front. The alarm powers on and passes all functional tests. Note: instructions for use has warnings statement: take care not to damage battery contacts. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. (B)(4).